Event description:
Non-integration. Implant failed to integrate. Customer states that there was a shadow that was shown in the x-ray and they become aware the there was infection and decided to remove the implant.

Event description:
Non-integration. Implant failed to integrate. Customer states that there was a shadow that was shown in the x-ray and they become aware the there was infection and decided to remove the implant.